Manufacturer narrative:
On 24-aug-2021, mentor received additional information about the event. It was reported that only the patient¿s left breast prosthesis ruptured. The right breast prosthesis was removed intact. On 14-sep-2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses that both ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. Additionally, the patient developed bilateral breast ptosis. As a result, the patient underwent bilateral explantation and replacement with sientra gel breast prostheses on (B)(6) 2021. Rupture of the patient¿s left breast prosthesis was observed during the explantation procedure. This medwatch report is for the patient¿s left breast prosthesis.